Event description:
It was reported that a user experienced hyperglycemia with a continuous glucose monitor value of 263 mg/dl while using the ilet during the first week of therapy after eating lunch and using a teflon infusion set; user education included first-week best practices, the potential for bent cannulas causing persistent highs, and that the system typically corrects within approximately ninety minutes, with guidance to monitor and consider site troubleshooting or replacement if levels did not improve. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no hospitalization, and self-management with monitoring.

Manufacturer narrative:
Investigation included a review of device use and user-level troubleshooting guidance. Investigation of this case revealed no device malfunction confirmed and a possible infusion-site issue such as a bent cannula could not be ruled out. It was concluded that the event was consistent with hyperglycemia with cause unclear and user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.